Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Current battery has been in pump for at least 1 hour. Customer received another alarm after replacing battery. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
No blank display noted. Pump passed self test, sleep current measurement and active current measurement. No unexpected low battery alarm during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 08/17/2025 15:13:00.000, 10/09/2025 08:12:00. Battery cycle 50.0 received the lowbatteryalert (104) on 10/09/2025 08:12:00 after more than 7 days at 52.3 days. Battery cycle 49.0 received the lowbatteryalert (104) on 08/17/2025 15:13:00 after more than 7 days at 52.23 days. Battery cycle 46.0 received the lowbatteryalert (104) on 04/19/2025 07:19:00 faster than expected at 0.09 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The p- cap locks properly in place in the reservoir compartment noted. Pump received with: unit had scratched case, stained keypad overlay. Customer alleged for unexpected battery power loss, low battery charge/battery lasts less than expected, problem isolated to electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.